Event description:
It was reported that the surgeon observed the bur to wobble under a scope. It was further reported that there was a 2 minute delay in surgery in order to get a back-up bur. There was no patient impact or adverse consequences as a result of this event.

Manufacturer narrative:
The device was returned. The quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the surgeon observed the bur to wobble under a scope. It was further reported that there was a 2 minute delay in surgery in order to get a back-up bur. There was no patient impact or adverse consequences as a result of this event.